Event description:
The report received from (B)(6) stating that the device was "heating up." The device was not being used in surgery. There was no reported pt or user injuries. The date of the event is unk. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and the reported condition was not confirmed. The unit tested and met all operational specifications. During visual examination of this unit, it was noticed that a cutter had come into contact with the neuro tip. The cause appears to be from excessive force during use from the user due to the nature of the material removal. If additional information is received, a supplemental report will be sent.